Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while the cartridge was being filled with insulin. Another syringe/needle was used and the issue was resolved. Blood glucose was 170 mg/dl.